Event description:
It was reported the programmer rf (radio frequency) head insulation was broken on the cable. It was also reported that the insulation breach was discovered visually during an interrogation of a patient's device. The rf head was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The rf (radio frequency) head cable insulation has a large cut in it, past the shielding and into the wires. Further analysis revealed a broken magnet and upper case.